Event description:
The patient reportedly experienced vertigo. In 2005, revision surgery was performed to repair a perilymph fistula. The patient's device remains implanted. The patient is doing well and their hearing is good.